Event description:
Customer reported that the nurse noticed lipids dripping on the floor and found that the set was leaking from the upper silicone segment. Set was discarded. Device was sent to hosp biomed for fluid ingress. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set leaked at the upper silicone segment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.